Event description:
It was reported that the customer's wife using blue purewick female was hospitalized for 30 days going to submit complaint ticket has stopped using wicks only occasionally getting infections has 4 boxes are closed wants to return 4 boxes. Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared) it was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.